Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, multiple attempts were performed to tunnel the extravascular (ev) lead. With each positioning, there were issues with the sensing from small r-waves to good sensing with no p-waves. The last tunneling had adequate sensing values. During defibrillation threshold (dft) testing, it failed at 30 joules and at 35 joules. The physician repositioned the extravascular implantable cardioverter defibrillator (ev-ICD) and tested again with failed dft's. The ev-ICD was repositioned again and sensing became smaller. The next morning, retesting was done. The r-waves were diminished and dft testing failed at 30 joules and 35 joules. During the charging to 35 joules, ventricular fibrillation (vf) was grossly undersensed. The physician decided to remove the device and lead and implant a single chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.